Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for the reported complaint was due to defective load cells, likely due to a defective component or mishandling such as drop. The autopulse platform is a reusable device and was manufactured on 28 april 2011 and has exceeded its expected service life of 5 years. Visual inspection of the platform observed the drive shaft was exhibiting binding and resistance. This observation was not related to the reported event. The root cause for the sticky clutch was due to normal wear and tear. The archive data review showed occurrence of ua07 error. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test results confirmed load cells was defective. Load cells needs to be replaced to address the ua07 error. After replacing the load cells and deburring of the clutch, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.